Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One 50 cm guidewire was returned within the hoop. The tip straightener was not attached to the hoop. The coils in the guidewire near the distal end were observed to be misaligned. Microscopic observation of the misaligned coils revealed one of the coils to be pressed up along the core wire. The coil wire before and the core wire after the damaged section were offset in opposite directions. No apparent surface damage was observed on the coil wires. The outer diameter of the guidewire was measured and was found to be within specification. Based on the condition of the sample, possible contributing factors application of forces in opposite direction along the guidewire. The location and source of the damage is unknown. A review of the device history records (DHR) showed no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. No additional similar complaints have been reported for this lot. Since a misalignment of the coils was observed, the complaint is confirmed but the exact cause remains unknown. Photos of the sample were forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿guidewire was damaged¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopical visual performed at vad lab it was concluded that the distal end of the guidewire was found to be damaged. Possible contributions factors: damage during the manufacturing, however the process where the guidewire is assembled was reviewed to discard any possible damage caused during the manufacturing process. Risks during clinical procedures, handling or use, storage, etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of reds4589 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that immediately after opening the kit, it was noticed that the guidewire was damaged. There was no reported patient involvement. 1/17/2020- returned wire is kinked.